Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer during testing, a primary infusion of d10w 0.2 nacl at 1.5 ml/h (volume to be infused 3 ml) when customer sent across 3 ml/h as a "secondary infusion" via interoperability. As a result, the primary infusion rate and volume to be infused readjusted to 3 ml/h and 250 ml. Customer is questioning why the infusion rate and volume to be infused updated on the primary infusion when it should have programmed as secondary infusion. There was no patient involvement as this was done in a test environment.

Manufacturer narrative:
Correction: describe event or problem, PMA / 510(k)#. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported unintentional rate change was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was received for investigation. The inspection could not be performed as no device was returned for investigation. Testing could not be performed as no device was returned for investigation. A review of the suspect event and error logs could not be performed as no devices were returned and no logs were provided to bd. The alaris system manual (12.3.2) has information regarding interoperability: interoperability is designated to help automate existing manual workflows with regard to programming infusions on the pump module. Interoperability refers to the ability of the system pump module to: pre-population of infusion parameters reduces the number of programming screens and key presses required with manual programming. There are no differences in programing screens, prompts or the user interfaces between an alaris system with interoperability and an alaris system without interoperability. The implementation of interoperability does not preclude a clinician from manually programing the alaris system. Manual programing is required in the event of a failure in any component of the interfaced system. The alaris system user manual recommends reviewing and verify that all parameters pre-populated on the alaris system are correct prior to starting the infusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the probable root cause of the reported unintentional rate change was not definitively identified. Workflow education was provided by interoperability consultant on this workflow scenario. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer during testing, a primary infusion of d10w 0.2 nacl at 1.5 ml/h (volume to be infused 3 ml) was programmed manually when customer sent across 3 ml/h as a "secondary infusion" via interoperability. As a result, the primary infusion rate and volume to be infused readjusted to 3 ml/h and 250 ml. Customer is questioning why the infusion rate and volume to be infused updated on the primary infusion when it should have programmed as secondary infusion. There was no patient involvement as this was done in a test environment. Workflow education was provided by interoperability consultant on this workflow scenario.